Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a blackout, which was identified during a pre-use inspection. There were no reports of patient involvement.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: whiteout, adhesive residue on bending rubber. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive on bending rubber could not be established. The most probable cause of whiteout and blackout is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.